Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcification plaque during iabp.

Event description:
The iab leaked. This was the only information at the time of the initial report. On 12/13/96, the following was reported: the iab was inserted into the patient on 11/18/96. On 11/19/96 after for less than 48 hours, the augmentation alarm sounded on the pump and blood was noted in the catheter. There were no complications from the event. The patient was transferred to an out of state institution for further care. Event complications: unk - reported 11/21/96; none - reported 12/13/96. Patient's current status: transferred-rpt'd 12/13/96.